Event description:
Related manufacture reference number: 2017865-2023-38948 it was reported that the patient presented during leadless pacemaker implant procedure. Prior to release, it was noted that the leadless pacemaker exhibited high pacing impedance and failure to capture. The leadless pacemaker was released and implanted with pacing off. Due to consideration of potential cardiac perforation, a transvenous pacemaker was also implanted for the patient. Post-implant, cardiac perforation was confirmed through computed tomography (CT). After the implant of the transvenous pacemaker, it was also noted that the leadless pacemaker could not be interrogated by the programmer. The procedure was completed on (B)(6) 2023 and the leadless pacemaker remain in situ and deactivated. The patient was in stable condition.

Event description:
New information received indicates that the leadless pacemaker was able to be interrogated at a follow-up in clinic on (B)(6) 2023 with acceptable measurements. The patient then experienced pain on (B)(6) 2023 and was admitted. The patient exhibited pericardial effusion and cardiac tamponade and the physician performed a pericardial drain. The patient was admitted for observation and eventually discharged with the pacemaker still implanted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.